Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the communication errors most likely occurred due to a defective universal plug unit, resulting in no image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had scope communication error code(e-216), incompatible scope(e-315) and scope communication error(e-b30). The issue occurred during inspection for use. There were no reports of patient involvement.